Event description:
The customer contacted siemens to report that a dimension exl 200 analyzer uninterruptible power supply (ups) alarm went off and the dimension exl 200 analyzer would not power up. The customer reported a spark was observed from the ups when the analyzer cord was disconnected. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that a dimension exl 200 analyzer uninterruptible power supply (ups) alarm went off and the dimension exl 200 analyzer would not power up. Siemens evaluated the available information and concluded the customer observed a spark when they removed the instrument power cord plug from the in-house voltage receptacle. The spark was observed after the uninterruptible power supply (ups) failed and the customer was instructed to by-pass the ups. The dimension exl power system is equipped with a double online conversion 2kva ups and an internal isolation transformer to help shield and protect it from electrical disturbances and power outages. A potential cause of the spark is that during the removal of the plug the user did not remove the plug correctly causing the spark that left a burn mark on the in-house receptacle. The cause of the spark is unknown.the analyzer is performing within specifications.no further evaluation of this analyzer is needed.